Manufacturer narrative:
(B)(4). PMA/510(k) number = preamendment. Device evaluation begun, but is not yet complete. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an unspecified procedure when removing the bentson plus fixed core wire guide from its protective holder, the physician's glove and hand were cut by a barb on the wire. The barb was located near the transition of the stiff wire to the flexible end. The physician cleaned up the wound and bandaged it to continue the scheduled procedure. The physician did not require any procedure/ intervention due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, quality control, specifications, and a visual inspection of the returned representative devices were conducted during the investigation. The actual complaint device was not returned. The visual inspection of the returned device noted no defects during visual and manual examination of wires. All investigated product was found to be within specification. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned representative products, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.